Event description:
The customer was hospitalized with high bgs. The minimal troubleshooting that was done indicated the device was working properly. The doctor believes the problem was due to user error, however, the customer was very upset and wanted the device replaced.